Manufacturer narrative:
(B)(4). Additional information:the sample was received for evaluation and initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A nurse reported to baxter (B)(4) of a solution administration set in which the set was used and a leak was observed. It is unknown when the reported condition occurred. Patient involvement is unknown at this time. There was no patient injury reported with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:one sample was received for evaluation. Upon visual inspection, a cut was found at the tubing where a knot was tied which is about 10 inches away from the chamber. The reported condition was confirmed. The root cause was not determined.additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.